Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received inappropriate shocks due to right ventricular (rv) lead noise. Additionally, the rv lead exhibited intermittent/loss of capture and high rv coil impedance. An rv lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.